Event description:
A user facility returned the olympus asset, the colonovideoscope to the service center. Upon inspection and testing of the returned device, it was observed that a whitish foreign material was found inside the air/water tube and air/water cylinder. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
In addition to evaluation findings mentioned in b5, evaluation found the following: the air/water cylinder and suction-cylinder had no color; image guide protector had a chip; light guide lens had a crack; connecting tube had a wrinkle and coating on the universal cord was peeled, and there was a scratch found on the grip, on right/left knob, on up/down knob, on the switch box and on an objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the scope could not be specified and there were no reported reprocessing deviations from the IFU. The foreign material likely remained due to reprocessing not being conducted properly due to the leak from the switch cover packing; however, a definitive root cause of the foreign material in the scope could not be identified. The suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.